Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. E4. The initial reporter also notified the FDA on unknown date. Medwatch report is mw5185370.

Event description:
It is reported, bd maxzero tubing leaking under dressing at connection to IV catheter. Bd maxzero tubing is very difficult to clamp and unclamp.